Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The balloon was being used to pre-dilate a lesion located in the calcified, 90% stenosed left anterior descending (lad) artery. The maverick2 monorail balloon ruptured during the first inflation to 6 atms. The procedure was successfully completed with a different balloon and a stent. There were no reported patient complications. Patient's status is listed as "good."